Event description:
Loaner spine instrumentation received from medtronic. Prior to use, loaner trays/instrument are inspected by instrumentation room staff. It was noted that the flexible template for rods was cracked and peeling. This instrument is a flexible lead 1 gauge wire with an insulated coating and then a plastic outer coating. Staff was concerned that the coating may flake off in the patient if used during a procedure. Staff also questioned the sterility of the instrument after sterilization process. (This instrument is placed along the spine once dissection is complete to determine curve needed in stabilization rod). The medtronic representative will be notified and instrument room supervisor will discuss this occurrence with the representative. A copy of a photograph of the instrument is available upon request.